Manufacturer narrative:
Evaluation results: one pneupac ventilators parapac was received in poor condition. The device was manufactured in november 2006. The device came in with a broken air mix knob. The customer reported product problem was therefore confirmed. The investigator subsequently replaced the air mix knob. Following the repair, the investigator attached a 50 psi connection to the ventilator and turned it on for an initial function check. The investigator noticed that there was no power. The investigator then replaced the battery holder. The ventilator subsequently powered up as intended. A secondary product problem was then observed with the main alarm board. It had failed the 60 second shutdown test. The main alarm board was therefore replaced. The ventilator passed all functional tests after the aforementioned repairs. The investigator attributed the customer reported product problem to the user. User interface was established as the root cause of the product problem.

Event description:
Information was received that a smiths medical ventilator has a broken air mix knob. No further information was provided.

Manufacturer narrative:
Device evaluation: one smiths medical pneupac ventilator parapac was returned for analysis in a poor condition, with a broken air mix knob. During analysis, the customer's reported problem was able to be confirmed. Functional test was performed and it was noted that there was no power. Service replaced the battery holder and device powered up as intended. In addition, during analysis, the main alarm board failed the 60 second shutdown test, and service replaced the main alarm board. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to user interface.

Manufacturer narrative:
Additional information was received indicating that the respiratory therapist dropped the unit and the stand broke off. There was also reported information stating that there was no patient involvement with this unit.